Event description:
It was observed during olympus' device inspection that the bronchofibervideoscope exhibited multiple reportable malfunctions: there was discoloration of the objective lens and the acoustic lens was chipped. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the chipped acoustic lens was attributed to stress related problems. The foreign material on the objective lens could not be identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.